Event description:
It was reported that the patient's right hip was revised due to aseptic loosening of the acetabular shell. The shell, head, and liner were revised. Rep confirmed there are no allegations against the revised head and liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding acetabular shell loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: no product was returned for evaluation however photographs were provided for review. The photographs show recently explanted product. Blood and biological material is visible on the explanted devices. The shell appears unremarkable. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event could not be confirmed as insufficient information was provided.. Further information such as device return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to aseptic loosening of the acetabular shell. The shell, head, and liner were revised. Rep confirmed there are no allegations against the revised head and liner.